Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of under infusion event was not able to be confirmed from the log analysis or replicated during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating withing specification for rate accuracy and was operating as intended. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, drug information, volume infused and programming parameters beyond rate and volume to be infused (vtbi). A review of pump module error log showed no errors on the reported issue. On august 06, 2025, at 8:59 am, the last infusion with the suspect device was recorded with a rate of 270ml/h and vtbi (volume to be infused) of 270ml. At 9:50 am the pump module was powered off; no errors or malfunctions were recorded during the infusion time. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported issue of an under infusion event was not able to be identified. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had under infused the medication that it was supposed to be set for. There was patient involvement but no harm. Although requested, the customer stated that they would not be able to provide any further information. Bd received additional information. It was reported that the infusion was set to infuse at 270ml/hr. For a 270ml bag. After one hour, there was about 220ml left in the bag and the bag should have been empty after an hour. No further information has been provided.

Event description:
It was reported that the device had under infused the medication that it was supposed to be set for. There was patient involvement but no harm. Although requested, the customer stated that they would not be able to provide any further information.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.